Event description:
It was reported that this device was used to expand a coronary stent. The balloon of this device was reported to have ruptured below its rated burst pressure. There has been no claim of injury related to this event.